Manufacturer narrative:
A siemens healthcare diagnostics (siemens) field service engineer (fse) was dispatched to the customer's site to determine the cause of the flagged prothrombin time (pt) result, pt % result and pt international normalized ratio (inr) result on the sysmex cs-5100 system. The fse performed an adjustment check on the system and replaced sample probe a and sample probe b. Based on the sysmex cs-5100 system's instructions for use (IFU), the flag "0032.0002.0000 flat curve" was triggered because "the coagulation reaction was not detectable, due to low fibrinogen concentration, an anticoagulant sample or a reagent problem." The operator should "repeat the analysis and make an overall judgment of the sample, reagents and the like. Also, set a longer detection time and repeat the analysis." Based on the sysmex cs-5100 system's IFU, error "1000.1000.0000 hemolyzed sample" was triggered because the sample was suspected of hemolysis and error "1000.3000.0000 lipemic sample" was triggered because the sample was turbid due to lipemia. The operator should "check the reaction curve and follow judgment criteria for the institution". Siemens is investigating the cause of the event. MDR 9610806-2018-00007 was filed for the same event.

Event description:
A flagged non-numerical prothrombin time (pt) result, pt % result and pt international normalized ratio (inr) result were obtained on a patient sample on the sysmex cs-5100 system. It is unknown if any of these pt results were reported to the physician(s). The same sample was rerun on the same system, resulting in a pt% result of 67%. The pt % result of 67% was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged pt result, pt % result and pt inr result.

Event description:
An initial prothrombin time (pt) result of "no clot" was reported to the physician(s).

Manufacturer narrative:
Siemens healthcare diagnostics (siemens) filed the initial MDR 9610806-2018-00008 on 10-jan-2018. The initial MDR indicated that it is unknown whether any of the initial prothrombin time (pt) results were reported to the physician and that siemens field service engineer (fse) replaced sample probe a and sample probe b. Corrected information (10-jan-2018): an initial pt result of "no clot" was reported to the physician(s). Siemens fse replaced the syringes of sample probes and not the sample probes. Additional information (15-jan-2018): a siemens headquarters support center (hsc) specialist analyzed the backup files of the affected sysmex cs-5100 system and found no issues. The quality controls were recovering within expected ranges and maintenance was performed regularly on the system. The hsc specialist determined that the system's software correctly evaluated the reaction kinetics and that a pre-analytical issue potentially contributed to the discordant result. Additional information (23-jan-2018): since this incident, the operator has been running samples in open tubes and has not reported any further issue. Sysmex is the legal manufacturer of the sysmex cs-5100 system and sysmex determined that the imprecise results indicated a potential issue with the analyzer. However, the system flagged the initial results. The system and reagent are performing according to specifications. No further evaluation of this system or reagent is required. MDR 9610806-2018-00007_s1 was filed for the same event.